Manufacturer narrative:
(B)(4). Improper disconnection is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during drain one of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated that they disconnected and when they connected back up the homechoice alarmed system error 2240. The technical service representative had the patient end therapy and advised the patient to start over with all new supplies. The technical service representative reviewed proper procedures per user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.